Manufacturer narrative:
(B)(4). Packaging lot # n92y1x , mfg: 09/29/2016, expiration: 08/31/2021. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric sleeve demonstration for the med school residents, the tissue pad on the device melted off. The piece was retrieved and the device disposed of. There were no patient consequences reported.